Manufacturer narrative:
(B)(4).

Event description:
It was reported that a system explant was performed due to infection with sepsis and the patient was treated with intravenous antibiotics. The patient expired a few days post-explant. This right atrial lead has not been returned.